Event description:
The customer reported that the unit would intermittently not recognize the battery.

Manufacturer narrative:
The customer reported that the unit would intermittently not recognize the battery. A philips field service engineer went to the customer site and confirmed the failure. He reported that the unit would unexpectedly shutdown. Replacement of the battery pca resolved the failure.